Event description:
It was reported that during reprocessing the da vinci si prograsp forceps instrument was noted to have a broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a broken wire. The pitch cable was broken at the distal end. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. Engineering also found the back idler pulley was corroded. The set of four back idler pulleys on the right inside of the housing exhibited some rust. The idler pulleys were not seized and still rotated. The evidence was not conclusive, but damage was likely due to improper cleaning. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.